Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had faulty cutting. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a broken wire was identified on the instrument, there was no material broken off/ missing from the portion of the device that enters the patient¿s body and the issue involve a problem with the instrument moving in the opposite direction/ non-intuitive motion. The instrument will be returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip cable at the proximal end. The instrument was found to have broken grip input disk# 7. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing.

Event description:
Refer to h11 for follow-up information.